Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4): analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed chew marks from animal. Device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reported they are having difficulty with charging the ins and checking ins status with the controller for 6-7 months or longer and they have tried contacting a manufacturer representative (rep) in their state and cannot get in touch with rep. Patient stated getting message on the controller screen no device found, reposition device, error message when recharging, sitting for an hour looking for device and screen does not show ins is charging. Patient mentioned the controller dies when recharging the ins, when controller is charged up and they have to reset the controller. Patient stated controller cannotfind ins and they get the message on the screen but she is not sure if the ins is low at the time or how much charge the ins have. Patient services (ps) asked patient to connect with device and patient said she charging the ins, and screen shows ins 40%, excellent, controller 80% charged and screen change to recharging needs attention. Ps asked patient to inspect the recharger (rtm) for damage and if the rtm gets hot. Patient said rtm gets warm but not hot, and there is no visible damage to the rtm. Patient stated the controller is showing the passive recharge screen and ins is at 40% charged. Patient stated they have seen the passive recharge screen before. No symptoms were reported.